Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl, while wearing the pod between 4 and 24 hours on the abdomen. It was noted that the cannula was bent, and the site was infected. As treatment for the hyperglycemia, a new pod was applied.

Manufacturer narrative:
The device was received and the exposed portion of the soft cannula was observed to be kinked. There were no tears found in the soft cannula and fluid was observed exiting the distal tip of the cannula. No other damages or defects were found along the fluid path. The cause and timing of the damage could not be conclusively determined. No blood or puss was observed on the adhesive pad. No damages or defects were found on the formed needle that would contribute infection. The cause of the reported infection could not be conclusively determined.